Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a broken battery compartment, bent battery door springs and fluid ingression on the downstream occlusion (dso) sensor. Event log history was performed and indicated that system fault 41,541 occurred 1 0 0 3 was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the latch lock sensor was inoperable and was the cause of the reported issue. Service will replace the latch lock sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Additional information was received indicating that the problem occurred while in use with the patient.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code. There was no reported adverse event.